Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a procedure. Procedure date is unknown. According to the complainant, the patient's stoma site did not heal and was infected. The physician decided to stop the treatment. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.